Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that three software crashes occurred during pre-operative planning, while loading a patient folder.

Event description:
It was reported that three software crashes occurred during pre-operative planning, while loading a patient folder.

Manufacturer narrative:
The investigation confirmed that three device shutdowns occurred, due to a crash of a sofware application, due to an unknown root cause. Event summary, device history record review and complaint history review did not identify contributing factors. However it was noted that four complaints were received previousely for this device due to the same cause. The core device computer was replaced to avoid further reoccurrences.